Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt experienced a fall and has since lost stimulation coverage of her right side. Fluoroscopy images taken indicated the right scs lead has shifted. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.